Event description:
It was reported that during a case using the cranial guidance software, the accuracy was off by 40-50 millimeters. There was a surgical delay with no adverse consequences and the procedure was completed successfully.